Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in 8340 west a1 at the account. There was no patient user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).

Manufacturer narrative:
The account did not provide any further info. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.